Manufacturer narrative:
This report is filed on february 6, 2020.

Manufacturer narrative:
This report is submitted on december 23, 2019.

Event description:
Per the clinic, the patient experienced a head trauma resulting in poor performance. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.